Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the lead was noted with multiple inappropriate mode switch episodes due to lead noise. The lead noise was reproduced with isometric movements. The doctor was made aware, and no further action was taken at the time. The patient was stable.